Manufacturer narrative:
Other: required secondary intervention. Results and conclusion: endoleak. Severely angulated thoracic aorta.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm 8 years ago. The thoracic aorta was severly angulated and took an 's' shape. It was reported that one year post implant the patient underwent repair of a distal type 1 endoleak due to an unknown reason. Approximately 4 weeks ago, the patient underwent a second intervention for repair of a type 3 endoleak which was coming from between 2 separated stent grafts which is believed to be due to the severely tortuous thoracic aorta. The area of separation was successfully relined with 2 thoracic stent grafts. No additional clinical sequelae were reported and the patient is fine.